Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.